Event description:
Meter issue: "er1" is displayed on the screen. Customer rebooted meter by removing and replacing the battery. After troubleshooting the meter, it stilled displayed "er1" on the screen. Err 1 hardware is defective.